Event description:
It was reported that a physician in training attempted arteriotomy closure using a starclose vascular closure system after an intervention procedure. The vessel locator button remained depressed. The safety release button was found to be missing and a spring was protruding from the area. The physician used hemostats to release the vessel locator wings, at the safety release button location and the wings closed. The device was removed, successful closure with hemostasis being achieved. The physician also felt resistance when the thumb advancer was engaged during placement of the device. There was no pt injury or adverse effect. No additional information available.

Manufacturer narrative:
The investigation of the returned device confirmed the reported complaint. The safety release button was found dis-bonded from the release rod. This bond failure is considered a device malfunction. The root cause is a manufacturing error. Review of the device history record for this lot did not produce any findings relevant to this investigation.